Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous high blood glucose occurrences of 350 mg/dl - 400 mg/dl. The customer reported that it was possible due to moving the location of the site, however the customer was unsure of the cause. The customer administered a syringe of insulin to address bg level. The customer reported was not on the pump at the time tandem technical services was contacted and managing bg levels with manual injections.